Event description:
Customer called to report that while troubleshooting the failing wbc (white blood cell) background on the coulter lh750 hematology analyzer, a leak was found in the cbc (complete blood count) lyse resistor tubing. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer's bio-medical technician (in-house service person) ordered and replaced the tubing, which resolved the issue. Customer confirmed with the customer technical specialist (cts) that the system was operating according to specifications after the tubing was replaced. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to the cbc lyse resistor tubing.

Manufacturer narrative:
(B)(4).